Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump was not delivering boluses. Customer's blood glucose was 212 mg/dl and went up to 465 mg/dl. Caller was advised that insulin pump passed high pressure test so no delivery may be due to setting issue. After troubleshooting, caller states that she was more comfortable with having insulin pump replaced. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.